Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was not confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Device failed pairing test with nordic bluetooth device. Functional testing cannot be completed. Share log confirms customer complaint. The reported event of transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.